Manufacturer narrative:
Additional information has been received and included in this report. The motor was tested outside of the device and passed.

Manufacturer narrative:
The pump did not have a battery installed when received. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. Unable to test the motor outside the device due to pump preservation. The pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a missing end cap sticker. Data analysis: the download history file lists data from (B)(6) 2016. There was no data for (B)(6) of 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer did not have enough blood flow to the brain, therefore, she was not using the insulin pump properly' she would deliver too much insulin and he blood glucose would go low. The caller stated that the customer passed away at home on (B)(6) 2015. The cause of death was congestive heart failure. The customer had heart disease, several strokes, and had uncontrolled diabetes. The caller did not know the customer's blood glucose at the time passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected three months prior to passing because the customer could not operate it. The caller stated that the insulin pump has been given to a relative.